Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "deprogrammed after placing the medication" was not reproduced due to clean load point# 2. The event history log review was completed. The customer reported that the event occurred on (B)(6) 2024. Upon reviewing the ehl, there were no recorded events for the (B)(6) 2024, however, there is a recorded events on (B)(6) 2024. On (B)(6) 2024, at 10:21 timestamp the user continued an infusion of "oxytocin" 10 units/1000 ml" at a rate of 20 ml/hr and a vtbi of 500 ml. At 10:21 timestamp the pump ran primary bag with rate: 20 ml/hr and vtbi 500 ml. Pump stopped, clamp was removed to run, pump showed "improper shutdown!", and then program was cleared. After one minute pump showed "improper shutdown!", and then program was cleared. After 5 minute the pump showed "improper shutdown!", then program was cleared, and pump was turned off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was no longer in its received condition and the opportunity to evaluate for the reported symptom was lost. The device will pass all testing prior to return to the customer. Evaluation observed the unit powered off without user input, which may have been what the reported problem is referring to. The unit was also running on battery only. Evaluation found 2 battery contact pins corroded which may have been causing an intermittent connection with the battery. The rear case will be replaced to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump deprogrammed after "placing the medication" in the delivery room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.